Event description:
It has been reported to philips that the system produced an error message of ¿error on [movement=beamzrotation] - current error¿. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the z-rotation electromagnetic wire and z-rotation brake. The fse reattached the z-rotation electromagnetic wire and z-rotation brake. After the wire and brake were reattached, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a neurovascular diagnosis, procedure was aborted. The procedure was completed by move the l-arm z rotation to another position and restart the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system produced an error message of ¿error on [movement=beamzrotation] - current error¿. Upon further troubleshooting actions, the fse found that the issue with the z-rotation electromagnetic wire and z-rotation brake, so fse swapped spc6 and spc7 but still issue was not resolved. Then fse found that the z-rotation brake is defective. The fse resolve the issue by refixed the z-rotation brake and perform z- rotation current calibration. After which the system was returned to use in good working order.